Event description:
The pt developed very severe swelling at the treatment site after treatment with hylaform plus and cosmoplast. Follow up findings provided in dec/05 noted an ice pack was applied after the treatment. Within hours the pt's lips began to swell severely and became very red and painful. The physician prescribed oral medrol dose pak and oral benedryl. The symptoms resolved after a week.